Event description:
It was reported that an alarm, designated alarm 25, occurred and highlighted an issue with insulin delivery despite the pump indicating that insulin was being administered. The customer's blood glucose level reached 900 mg/dl and they experienced high ketones, which were identified by a healthcare provider as dangerous. As a result, the customer required assistance from a third party, leading to an emergency room visit and subsequent hospitalization where they were treated with intravenous fluids and insulin. It was confirmed that the patient suffered a heart attack. Technical support identified that the alarm was due to the cartridge being removed during pumping and noted no issues with the pump itself during a system check. At the time of reporting, the customer had not yet been discharged from the hospital and declined follow up from tandem technical support. The customer reverted to manual injections for insulin therapy.